Manufacturer narrative:
The lens remains implanted in the pt's eye; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) in the pt's left eye approximately three weeks post iol implant. The pt reportedly complained of decreased distance vision and halos. According to the surgeon, the capsular bag appeared to be small intraoperatively and the posterior capsule showed linear striae at 3-weeks slit lamp examination. Additional info has been requested, but has not been received.